Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a healthcare professional reported that that the customer received an unspecified lower sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea, vomiting, urination, dizziness, a loss of consciousness and was unable to self-treat due to their symptoms. A caregiver contacted an ambulance who transported the customer to the hospital. On the way to the hospital, the customer regained consciousness and the healthcare professional (hcp) obtained a hcp meter reading of "hi". The customer was diagnosed with diabetic ketoacidosis by the hcp and was provided 20 ui of lantus (long acting insulin) and 8 ui of humalog (insulin hormone) for treatment. The customer remained in the hospital for a week and received 20 mg of pantoprazole, 1 cp of brilique (ticagrelor), 100 mg of cardio aspirin (acido acetlisalicilica), 5 mg of ramipril, and 10/20 mg of ezetimibe/rosuvastatin which are unrelated to the direct treatment of diabetes. The customer also received an unspecified treatment plan from the healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a healthcare professional reported that the customer received an unspecified lower sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea, vomiting, urination, dizziness, a loss of consciousness and was unable to self-treat due to their symptoms. A caregiver contacted an ambulance who transported the customer to the hospital. On the way to the hospital, the customer regained consciousness and the healthcare professional (hcp) obtained a hcp meter reading of "hi". The customer was diagnosed with diabetic ketoacidosis by the hcp and was provided 20 ui of lantus (long-acting insulin) and 8 ui of humalog (insulin hormone) for treatment. The customer remained in the hospital for a week and received 20 mg of pantoprazole, 1 cp of brilique (ticagrelor), 100 mg of cardio aspirin (acido acetlisalicilica), 5 mg of ramipril, and 10/20 mg of ezetimibe/rosuvastatin which are unrelated to the direct treatment of diabetes. The customer also received an unspecified treatment plan from the healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.